Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) of 47 mg/dl was entered in pump by user at 5:44 am. Immediately following, user requested a 3.77 unit bolus for 56 grams of carbohydrates and bg of 47 mg/dl. There were no erratic basal rate adjustments. The depletion of the volume of insulin in the cartridge was reviewed and compared to the requested delivery. The cartridge was filled with 164 units of usable insulin on (B)(6) 2019. The fill estimate at the time of the low bg was approximately 135 units. Review of the individual insulin delivery events prior to the low bg showed 9.575 units were requested via basal, 5.62 units via bolus, and 13.795 units during the load process, which combined equals approximately 29 units of insulin. There is no indication that unintended insulin was delivered. Additionally, there is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 47 mg/dl; cause was unknown. Juice, soda, and glucose tablets were consumed to treat bg. During the most recent event, a system check was performed with tandem technical support and verified that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.